Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission showed a patient notifier was delivered for the device reaching eri prematurely, however, the alert was not felt by the patient. Loss of capture and loss of sensing were also noted via review of transmissions. Furthermore, the clinic also reported not receiving any notifications of the transmissions even though this was the option selected on merlin.net. The device was explanted successfully. The patient was in stable condition.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.